Event description:
It was reported that the blood pump rotor on this fresenius 2008t hemodialysis (hd) machine damaged the bloodlines. The guide rollers wore down and punctured the bloodlines during patient treatment, resulting in patient blood loss. It was confirmed that blood was visually observed leaking from the blood pump rotor. It was also reported that an air detector alarm occurred. Specific event information (such as the machine serial number and an event date) could not be provided. Upon follow up, it was reported that the plastic protective caps fell off the back of the blood pump rotor, and the metal part (now exposed) underneath the cap punctured the bloodline. To resolve the reported issue, the blood pump rotor was replaced. Following the repair, the machine passed testing and was returned to service. The replaced part was said to be available for manufacturer evaluation. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Furthermore, an on-site evaluation was not performed by a fresenius field service technician (fst). Despite this, the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. As a serial number could not be determined, device history and manufacturing records could not be reviewed. Based on the available information, the reported event has been confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the blood pump rotor on this fresenius 2008t hemodialysis (hd) machine damaged the bloodlines. The guide rollers wore down and punctured the bloodlines during patient treatment, resulting in patient blood loss. It was confirmed that blood was visually observed leaking from the blood pump rotor. It was also reported that an air detector alarm occurred. Specific event information (such as the machine serial number and an event date) could not be provided. Upon follow up, it was reported that the plastic protective caps fell off the back of the blood pump rotor, and the metal part (now exposed) underneath the cap punctured the bloodline. To resolve the reported issue, the blood pump rotor was replaced. Following the repair, the machine passed testing and was returned to service. The replaced part was said to be available for manufacturer evaluation. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.